Manufacturer narrative:
Event occurred in the (B) (6).

Event description:
Customer reportedly obtained a result of 2.5 inr on the coaguchek xs system while a comparison lab returned as 4.5 inr. Customer was advised to reduce the dosage of her medication (not provided) and rest. No adverse event reported. Requested return of suspect system, and replacement was sent.